Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported a patient presented in clinic with non-sustained lead noise episode caused by a sensing latency between the near field and far field channels. The paitent will be monitored. Programming changes were recommended.